Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that there was no image for the device. Other observations for the device are that the light guide lens and switch 1 have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device image was clear for a moment after connecting but subsequently became dark and unclear. There is no reported harm to any patient or persons.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information.

Event description:
Addendum aug 31, 2022: the event occurred during preparation for use with no impact on the intended procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately almost 9 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon was likely caused by the defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.